Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colectomy at the second firing of colon resection, the surgeon tried to fire the device ,however the handle was stiff and could not squeeze it. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient harm.